Event description:
Nurse developed facial irritation. She was seen by an ER physician and given 50mg benadryl "po". No further treatment required.

Manufacturer narrative:
The device history record was reviewed, and based on the lot number provided, no issues of any kind were detected during the manufacture of this code. Four mask samples were received for evaluation. The mask samples were evaluated for fibers; at most, one fiber in the 3 mm length range was detected. The 3 mm fiber detected is within raw material specification. No other observations could be made. During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard iso 10993 biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. This mask is composed of polypropylene and cellulose components. All raw materials used in the manufacture of these four samples meet raw material specification. We will continue to monitor for complaints of this nature.